Event description:
It was reported that the right ventricular (rv) lead exhibited unstable thresholds and a drop in impedance to a low measurement. It was noted that the lead had pulled back and was dislodged. The lead was repositioned and remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.